Event description:
It was reported, that during surgery, it was noted that it was not possible to screw the set screw in the nail. Another nail was utilized to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.